Event description:
It was reported that syringe 3ml ll had scale marking issues. This occurred on 4 occasions. The following information was provided by the initial reporter: syringe scale error.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: one photo and four samples, one used sample and three representative samples, were received by our quality team for evaluation. From the photo and the sample, no non-conformances were observed on the scale printing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll had scale marking issues. This occurred on 4 occasions. The following information was provided by the initial reporter: syringe scale error.